Event description:
Reportedly, after firing the instrument, its jaws would not release the tissue. Therefore, a laparotomy was performed to remove the instrument from the tissue and complete the case. Pt status: no pt injury reported.